Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the doctor used the cordis 5f exoseal vascular closure device (vcd) hemostasis system at the patient's bedside to perform a hemostasis operation on the puncture site of the patient's right femoral artery. According to the product instructions, the vcd was inserted through the retained vascular sheath and stayed at the marked position of the hemostasis system. The vascular sheath was then retracted. When the vascular sheath and the vcd were tightly connected, they were withdrawn together. During the withdrawal of the vcd and the vascular sheath, the metal hook at the end of the device failed to hook the vascular wall, so the device was completely removed from the vascular cavity, the hemostatic sponge of the hemostasis system could not be released, and the vascular puncture point could not be blocked, resulting in fluctuating bleeding and causing subcutaneous hematoma in the patient. The wire remained connected to the exoseal. The device was continued to be pushed out, and then the metal hook at the end of the device was embedded in the subcutaneous soft tissue and could not be completely withdrawn. The surgeon wanted to push back to see if it could hook. The doctor wanted to put the sheath back into the vessel, receive the occluder guide wire ring into the sheath, and withdraw it together to avoid dragging the guide wire ring directly out and damaging the patient's vessel. There was no injury to the patient. The retained device also affected the doctor's compression hemostasis operation, causing further bleeding. The doctor then returned the vascular sheath, retracted the metal hook of the hemostatic system into the vascular sheath and removed it together, continued to apply pressure to stop bleeding, and bandaged the puncture site with a bandage to apply pressure. The exoseal vcd was stored according to the instructions for use (IFU). The exoseal was prepped per the IFU. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did have stenosis >50% at or near the puncture site. There was no resistance/friction experienced as the exoseal vcd was advanced through the non-cordis sheath. There was no difficulty connecting the vascular sheath with the exoseal. Pulsatile flow observed from the bleed-back indicator. The indicator window did not show any red color during retraction. The button was not depressed, as the wire ring did not hook on the vessel wall. The device was discarded. The hospital reported this case as an adverse event to china nmpa directly.

Manufacturer narrative:
As reported, the doctor used the cordis 5f exoseal vascular closure device (vcd) hemostasis system at the patient's bedside to perform a hemostasis operation on the puncture site of the patient's right femoral artery. According to the product instructions, the vcd was inserted through the retained vascular sheath and stayed at the marked position of the hemostasis system. The vascular sheath was then retracted. When the vascular sheath and the vcd were tightly connected, they were withdrawn together. During the withdrawal of the vcd and the vascular sheath, the metal hook at the end of the device failed to hook the vascular wall, so the device was completely removed from the vascular cavity, the hemostatic sponge of the hemostasis system could not be released, and the vascular puncture point could not be blocked, resulting in fluctuating bleeding and causing subcutaneous hematoma in the patient. The wire remained connected to the exoseal. The device was continued to be pushed out, and then the metal hook at the end of the device was embedded in the subcutaneous soft tissue and could not be completely withdrawn. The surgeon wanted to push back to see if it could hook. The doctor wanted to put the sheath back into the vessel, receive the occluder guide wire ring into the sheath, and withdraw it together to avoid dragging the guide wire ring directly out and damaging the patient's vessel. There was no injury to the patient. The retained device also affected the doctor's compression hemostasis operation, causing further bleeding. The doctor then returned the vascular sheath, retracted the metal hook of the hemostatic system into the vascular sheath and removed it together, continued to apply pressure to stop bleeding, and bandaged the puncture site with a bandage to apply pressure. The exoseal vcd was stored according to the instructions for use (IFU). The exoseal was prepped per the IFU. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did have stenosis >50% at or near the puncture site. There was no resistance/friction experienced as the exoseal vcd was advanced through the non-cordis sheath. There was no difficulty connecting the vascular sheath with the exoseal. Pulsatile flow observed from the bleed-back indicator. The indicator window did not show any red color during retraction. The button was not depressed, as the wire ring did not hook on the vessel wall. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18377034 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "hematoma, indicator wire damaged loop, vascular closure device (vcd) withdrawal difficulty" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed." Potential factors could be incomplete depression of the deployment button, which can contribute to both wire retraction issues and incomplete plug deployment issues. If the wire is not retracted, that could lead to difficulties in removing the device. As listed in the precaution in the IFU, do not remove the exoseal from the sheath after removal from the patient. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the doctor used the cordis 5f exoseal vascular closure device (vcd) hemostasis system at the patient's bedside to perform a hemostasis operation on the puncture site of the patient's right femoral artery. According to the product instructions, the vcd was inserted through the retained vascular sheath and stayed at the marked position of the hemostasis system. The vascular sheath was then retracted. When the vascular sheath and the vcd were tightly connected, they were withdrawn together. During the withdrawal of the vcd and the vascular sheath, the metal hook at the end of the device failed to hook the vascular wall, so the device was completely removed from the vascular cavity, the hemostatic sponge of the hemostasis system could not be released, and the vascular puncture point could not be blocked, resulting in fluctuating bleeding and causing subcutaneous hematoma in the patient. The wire remained connected to the exoseal. The device was continued to be pushed out, and then the metal hook at the end of the device was embedded in the subcutaneous soft tissue and could not be completely withdrawn. The surgeon wanted to push back to see if it could hook. The doctor wanted to put the sheath back into the vessel, receive the occluder guide wire ring into the sheath, and withdraw it together to avoid dragging the guide wire ring directly out and damaging the patient's vessel. There was no injury to the patient. The retained device also affected the doctor's compression hemostasis operation, causing further bleeding. The doctor then returned the vascular sheath, retracted the metal hook of the hemostatic system into the vascular sheath and removed it together, continued to apply pressure to stop bleeding, and bandaged the puncture site with a bandage to apply pressure. The exoseal vcd was stored according to the instructions for use (IFU). The exoseal was prepped per the IFU. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did have stenosis >50% at or near the puncture site. There was no resistance/friction experienced as the exoseal vcd was advanced through the non-cordis sheath. There was no difficulty connecting the vascular sheath with the exoseal. Pulsatile flow observed from the bleed-back indicator. The indicator window did not show any red color during retraction. The button was not depressed, as the wire ring did not hook on the vessel wall. The device was discarded.